Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system first recorded an untreated episode, then delivered an inappropriate shock. It was noted the patient was on a dock plate and near a large industrial magnet at this time of the episode. Technical services (ts) reviewed device data and observed large railing noise for a few beats at the beginning of the episode with some wandering baseline. Further in the episode, ts observed sense b artifact noise. Ts recommended evaluating the patient in office, performing extensive isometrics, and evaluate secondary vector as an option. The patient was evaluated in clinic, and some noise was reproduced by leaning forward in primary vector. Automatic set up was attempted and failed in both postures on all vectors. Pocket manipulation reproduced oversensing of noise. Ts suspected this electrode was fractured. Ts recommended turning therapy off and consider using a life vest. A lead revision was scheduled, but the patient wanted to wait a couple weeks before doing the procedure. The physician turned off therapy for the device as there were no viable vectors. The patient refused a life vest. Currently, this electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.